Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 4.00x28mm synergy stent was advanced to treat the lesion. However, it was noted that a portion of the front end of the stent was pushed up. The device was removed and the procedure was completed with another 4.00x28 synergy stent. No patient complications were reported.